Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented with groin pain. Surgeon was suspicious of metal-on-metal sensitivity and/or infection. Cup was well-fixed and in his perfect position (40-45 degrees of abduction). A large amount of fluid was released when the capsule was incised. Cultures were taken, showing no infection. The metal liner was removed. Surgeon wanted to note the lot and reference numbers were upside down inside. Although the cup was well fixed, a cup revision was performed. Surgeon also wanted to note that the stem's trunion had a great amount of corrosion present when the femoral head was disassociated.

Manufacturer narrative:
Depuy still considers the investigation closed.